Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 760 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2015). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 760 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2015). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded in left pelvic") and pregnancy with contraceptive device ("she delivered over an intact perineum/ device with pregnancy") in a 35 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("she delivered over an intact perineum/ device with pregnancy"). The patient had a medical history of premature rupture of membranes, overweight, vaginal delivery (estimated gestational age 38 and 3 days. She presented to labor and delivery complaining of contractions and was found to be ruptured at 5 cm dilated. She was admitted for delivery at that time. Epidural anesthesia was administered with good result and she progressed to complete dilatation without difficulty. She was found to be in a straight op presentation and was easily rotated to loa. She delivered over an intact perineum and the mouth and nasopharynx were bulb suctioned. Remainder of the infant was delivered. The cord clamped and cut and the infant delivered to mother's abdomen. Cord blood was collected and the placenta delivered using traction. It delivered in schultz presentation with the 3 vessel cord appeared intact. Uterus, cervix, and vagina were inspected and found to be intact. There were no lacerations and no repair. The infant delivered was a viable female with weight and apgars pending at this time), loop electrosurgical excision procedure, trichiasis, tonsillectomy, hypothyroidism, parity 5, multi gravida and pap smear abnormal. Previously administered products included: citranatal 90 dha, levothyroxine, ibuprofen and hydrocodone. The patient had a family history of breast neoplasm and high cholesterol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 735 days after essure insertion, she experienced pregnancy with contraceptive device (seriousness criterion medically important). On (B)(6) 2015 she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic salpingectomy). At the time of the report, the outcome of embedded device was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The vaginal delivery occurred on an unknown date. The reporter considered embedded device and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.399 kg/sqm. [Blood test] in (B)(6) 2013: labs: cbc normal, tsh 0.8, hgba1c 4.9 ; in (B)(6) 2013: tsh 1.1, ft41.3, ft3 3.1; in (B)(6) 2014: cbc normal, tsh normal, hgbalc 4.9, hcg neg, prolactin. 6, fsh 5, amh 2 [pathology test] on (B)(6) 2015: surgical pathology report: specimen: a. Fallopian tube, right, with essure foil, b. Fallopian tube, left, with essure foil, procedure and findings : laparoscopic bilateral salpingectomy final diagnosis: a. Fallopian tube, right, excision: complete cross-section of fallopian tube identified. B. Fallopian tube, left, excision: complete cross-section of fallopian tube identified. Gross description: a. The specimen is received right fallopian tube with essure coil and consists of a segment of fallopian tube measuring 5.1 cm in length and 0.5 cm in diameter. The specimen is sectioned to reveal an unremarkable cut surface. B. The specimen is received left fallopian tube with essure coil , and consists of a segment of fallopian tube measuring 5.2 cm in length and 0.5 cm in diameter. The specimen is sectioned to reveal an unremarkable cut surface. [Ultrasound scan] in (B)(6) 2014: 7x5x4cm uterus with 7mmstripe and 3.3cm rt ov cyst and normal left ovary; in (B)(6) 2014: 6x4x4cm uterus with 3 mm stripe and b pcos ovaries ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: events (pregnancy with contraceptive device and device ineffective) was added. Medical history was updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded in left pelvic") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, vaginal delivery (estimated gestational age 38 and 3 days. She presented to labor and delivery complaining of contractions and was found to be ruptured at 5 cm dilated. She was admitted for delivery at that time. Epidural anesthesia was administered with good result and she progressed to complete dilatation without difficulty. She was found to be in a straight op presentation and was easily rotated to loa. She delivered over an intact perineum and the mouth and nasopharynx were bulb suctioned. Remainder of the infant was delivered. The cord clamped and cut and the infant delivered to mother's abdomen. Cord blood was collected and the placenta delivered using traction. It delivered in schultz presentation with the 3 vessel cord appeared intact. Uterus, cervix, and vagina were inspected and found to be intact. There were no lacerations and no repair. The infant delivered was a viable female with weight and apgars pending at this time), loop electrosurgical excision procedure, trichiasis, tonsillectomy, hypothyroidism, parity 5, multi gravida and pap smear abnormal. Previously administered products included: citranatal 90 dha, levothyroxine, ibuprofen and hydrocodone. The patient had a family history of breast neoplasm and high cholesterol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 781 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.399 kg/sqm. [Blood test] in february 2013: labs: -cbc normal, tsh 0.8, hgba1c 4.9 --; in (B)(6) 2013: tsh 1.1, ft41.3, ft3 3.1; in (B)(6) 2014: cbc normal, tsh normal, hgbalc 4.9, hcg neg, prolactin. 6, fsh 5, amh 2 [pathology test] on (B)(6) 2015: surgical pathology report: specimen: a. Fallopian tube, right, with essure foil, b. Fallopian tube, left, with essure foil, procedure and findings : laparoscopic bilateral salpingectomy final diagnosis: a. Fallopian tube, right, excision: complete cross-section of fallopian tube identified. B. Fallopian tube, left, excision: complete cross-section of fallopian tube identified. Gross description: a. The specimen is received right fallopian tube with essure coil and consists of a segment of fallopian tube measuring 5.1 cm in length and 0.5 cm in diameter. The specimen is sectioned to reveal an unremarkable cut surface. B. The specimen is received left fallopian tube with essure coil , and consists of a segment of fallopian tube measuring 5.2 cm in length and 0.5 cm in diameter. The specimen is sectioned to reveal an unremarkable cut surface. [Ultrasound scan] in (B)(6) 2014: 7x5x4cm uterus with 7mmstripe and 3.3cm rt ov cyst and normal left ovary; in april 2014: 6x4x4cm uterus with 3 mm stripe and b pcos ovaries ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test .non drug treatment updated. Event embedded device added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.